Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or c atheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manuf acturing issue. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three days after the implant of this transcatheter bioprosthetic valve, an echocardiogram showed first-degree atrio-ventricular (av) heart block. There was no report of treatment or intervention. It was reported that the patient recovered and the issue was resolved six months after device implant. Two years and 10 months post-implant the patient was noted with bradycardia, heart rate in the 30s. An electrocardiogram (ECG) indicated 2nd or 3rd degree heart block. A permanent pacemaker was implanted the same day. No additional adverse patient effects were reported.